Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented for post implant check up and nonsustained lead noise due to post-paced t-wave oversensing was observed. The device was reprogrammed. No further issues.

Event description:
New information received notes that post paced t-wave oversensing was observed. Reprogramming changes were made and no further issues have been reported.